Manufacturer narrative:
H3:product analysis: evaluation determined that motor detached. The likely cause of failure identified as inadequate preventative maintenance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy procedure the handpiece unexpectedly disengaged from the hose and abruptly came out of the green hose while the drill was in use. It was reported that there was no patient impact and no procedure delay or intervention performed as a result of this event. It was also reported that the procedure was completed with backup devices.

Manufacturer narrative:
H3 product analysis: no conclusion can be drawn. Device was returned and evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.